Event description:
The customer notified cardiac science he had filed medwatch report (B)(4). "AED used on patient, AED continuously repeating to check pads. Bio-med came to clinic to check the AED, AED functioning, pads were not working. Bio-med threw the pads away before contacting clinic manager or our bio-med team." The customer reported the outcome of the adverse event as death; however, based upon the medwatch report the patient's death occurred 6 days after the date of the event.

Manufacturer narrative:
Cardiac science has contacted the customer to request additional information about the incident. No information has been provided describing what the bio-med did to conclude the pads weren't working. An investigation of the pads used during the rescue can't be performed because they were discarded. Pads are single use devices and the gel can dry out or they can be damaged after use so that if they are connected to an AED following a rescue, the AED may indicate that the pads need to be replaced.